Manufacturer narrative:
Instigation of the returned device, the fast-fix 360 curved ndl delivery sys was returned for evaluation of the reported complaint mode, ¿t2 pre-deployment. Only the implants/suture construct was received. Functional testing could not be performed. Without the full complement of the device, no root cause analysis could be performed and the complaint mode could not be confirmed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction using the fast-fix 360 curved ndl delivery sys it was reported that the part popped out. The case was continued with a backup. It was determined that the t2 had pre-deployed. Nothing was left in the joint unsupported.